Event description:
Subsequent to lasik surgery with the intralase fs laser. Several pts (16) developed diffuse lamellar keratitis (dlk) postoperatively. All the pts required secondary surgical intervention to lift and rinse the corneal flap. The pt's visual acuities were not adversely affected by the inflammation.